Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7077993/7074924.

Event description:
It was reported that the patient experienced inadequate stimulation. All device components were explanted and were not returned. The patient was doing well postoperatively.